Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent thermal balloon ablation due to sui, menorrhagia and dysfunctional uterine bleeding. It was reported that following insertion the patient experienced recurrence and worsening of incontinence along with other urinary problems. In addition, patient also suffered psychologically and emotionally. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, bleeding, dysfunctional.